Event description:
It was reported that that this right atrial (ra) lead exhibited high out of range pacing impedance measurements, which was believed to be caused by ra lead fracture. Numerous atrial tachy response (atr) episodes in the lookbook with noise was also observed. Currently, this product remains in service and no adverse patient effects were reported.

Event description:
It was reported that that this right atrial (ra) lead exhibited high out of range pacing impedance measurements, which was believed to be caused by ra lead fracture. Numerous atrial tachy response (atr) episodes in the lookbook with noise was also observed. Subsequently, a revision procedure was performed and the ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. It was confirmed that this device met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review is not required, due to the event not being reportable in an eea/great britain country, none of the allegations/conclusions are against labeling/user error or a known inherent risk and bsc is not responsible for training. Risk review is not required. The event is not reportable in an eea/great britain country and bsc is not responsible for training, no new hazard was identified.

Event description:
It was reported that that this right atrial (ra) lead exhibited high out of range pacing impedance measurements, which was believed to be caused by ra lead fracture. Numerous atrial tachy response (atr) episodes in the lookbook with noise was also observed. Subsequently, a revision procedure was performed and the ra lead was explanted and replaced. No additional adverse patient effects were reported.